Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05027. It was reported the patient was unable to receive adequate coverage due to receiving stimulation in an unintended area. During a non-related surgical procedure, one of the leads was found to have migrated. As a result, the doctor decided to relocate the lead. Surgical intervention resolved the patient's issue. The procedure took place on (B)(6) 2014, and sjm was made aware of the event on (B)(6) 2014. Both leads are being reported because it is unknown which lead had migrated.